Manufacturer narrative:
Result: faulty scale display module.

Event description:
It was reported by service report that there was no scale display, and bed exit would not arm. No pt involvement or adverse consequences were reported.